Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urethral atrophy and fluid leak. It was not determined the source or location of the leak. All components were removed and replaced with a new aus device. No additional patient complications were reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urethral atrophy and fluid leak. It was not determined the source or location of the leak. All components were removed and replaced with a new aus device. No additional patient complications were reported.